Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that display issue occurred. A rotablator console was selected for use. A 7f non bsc guide catheter was used with the 1.5mm rotalink burr. After crossing the lesion with a non bsc wire, while following draw steps, it was noted that the rotations of the 1.5mm burr were not recorded on the console and the console was stalling. The console connections were then disconnected & reconnected again , adequate console pressure was being maintained but when the burr was being checked for the rpm's the console stalled, hence the case was abandoned. No patient complications were reported and patient's status was stable.